Event description:
It is reported that the pt was experiencing pain. The surgeon confirmed that the nail and cortical screw were broken. The pt was revised for the broken nail and screw.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.